Manufacturer narrative:
The customer¿s experience of propofol infusing too quickly was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pump module and the disposable set were not returned for investigation. The starting/ending volume of the fluid container nor when the container was hung can be determined through device logs. There were no alarms after 11:50 pm on (B)(6) 2019 when the 100ml bottle of propofol was reportedly hung and approximately 1 hour after the bottle was reportedly hung, the user changed the vtbi to 40ml (which is approximately the expected amount since the infusion was initially started at 3:58 pm on (B)(6) 2019). The volume infused between 3:58 pm and 11:50 pm on (B)(6) 2019 (including the delivered bolus dose would be approximately 62.135ml. The root cause of the customer¿s experience of propofol infusing too quickly was not identified.

Event description:
It was reported that a 100 ml bottle of propofol was hung at 2355 at an intended infusion rate of 50mcg/kg/min (7.77ml/hr). Approximately 1 hour after the start of the infusion, the bottle was noted to be 3/4 empty. The following day ((B)(6) 2019) at 0100, a new bottle and administration set/tubing was hung. There was no patient harm.